Manufacturer narrative:
The technician isolated the issue to the CT cable that interfaces the logic board to the connector board. He replaced the CT cable and the trendelenburg functioned properly.

Event description:
Information received indicates the bed would not go into trendelenburg.